Event description:
Pt had interlocking intramedullary long gamma nail for a subtrochanteric fracture on (B)(6) 2016. Developed onset of pain after rigorous physical and occupational therapy session. Follow up in ed showed tip of nail beding and fracture to fall in varus. On (B)(6) 2016 had to have long gamma nail removed and replaced due to biomechanical failure. Required an additional surgery/hospitalization a little more than 2 months status post left subtrochanteric fracture with long gamma nail repair.